Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: (B)(4). Batch/lot number: 494966004. Gtin: (B)(4). Model/catalog description: balloon fgs 61-70 cm. Expiration date: 05/14/2012. Manufacturer date: 05/22/2007.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a leak developed in the system about six months ago. There was very little fluid left in the existing system. The location of exact fluid loss not determined. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted. No complications occurred during surgery. Should additional relevant details become available, a supplemental report will be submitted.